Event description:
[Redacted] with end of battery life of intrathecal pump. Patient underwent an open intrathecal pump reservoir removal, open intrathecal pump catheter revision, and open intrathecal pump pocket capsulectomy (all located at the posterior left flank pocket) and an open intrathecal pump reservoir implantation (located in the left lower quadrant) on [redacted]. Explant of pump (ref#8637-40. Sn: [redacted]; hydromorphone hcl 10.5mg/ml, sufentanil citrate 300mcg/ml, bupivacaine hcl 5mg/ml, baclofen 110mcg/ml, medication wasted: 5.5ml.) The synchromed ii intrathecal pump expected end of life is 8/2025. There is an early device failure before the end of life requiring the stated surgery on [redacted]. An implant of a synchromed iii pump, model: 8667-40 serial [redacted], was performed to replace the failed pump.